Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was repaired back in 2004 for insulation issues. Now, the lead has fractured resulting in intermittent sensing and pacing inhibition. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.